Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was unpacked for a dilatation procedure to be performed in the duodenum on (B)(6) 2019. According to the complainant, when unpacked, there were pinholes noted on the sterile device pouch which compromised the sterility of the device. The procedure was completed with another cre pro wireguided dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was unpacked for a dilatation procedure to be performed in the duodenum on (B)(6) 2019. According to the complainant, when unpacked, there were pinholes noted on the sterile device pouch which compromised the sterility of the device. The procedure was completed with another cre pro wireguided dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Investigation result: visual examination of the returned packaging found indentations located at the middle section of the pouch, right side near to the information label, in front of the pouch. No other issue was noted on the returned device. It is most likely that the manner the box was manipulated, transported and/or stored after it left the manufacturing process was not appropriate and resulted in the damages found; therefore the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.